Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach there was a 5 year old balloon expandable stent in the right iliac. Upon valve deployment constriction was felt on the proximal end and the valve. The physician on the inflation device tried to empty the volume without luck and stopped pacing, began chest compressions and pulled the partially deployed valve into the ascending aorta. The patient stabilized. Imagery revealed the pre-existing stent migrated and was present over the valve preventing deployment. Per medical opinion, the stent likely migrated with the pusher over the sheath. The physician attempted to separate the stent from the valve, but was unsuccessful. On post operative day (pod) 2 the valve was explanted and replaced with a surgical valve. The patient was in stable condition post procedure.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed the partially deployed valve was pulled back into the ascending aorta surrounded by stent grafts that were later placed. The distal side of the valve was observed to be more deployed than the proximal side. A surgical valve was later successfully deployed in the annulus. As the device was not returned both functional and dimensional testing was unable to be performed. A device history records (DHR) review was unable to be performed as the lot number was not provided. The instructions for use IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander delivery system balloon was 100% inspected. During the final inspection, the lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve deployment inflation difficulty and or incomplete inflation partial or slow was confirmed through procedural imagery. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. As the lot number of the alleged device was not provided, reviews of the DHR and lot history were not able to be performed. However, a review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU training materials revealed no deficiencies. Furthermore, no abnormalities were observed during device preparation. Per the complaint description upon valve deployment constriction was felt on the proximal end and the valve. The doctor on the inflation device tried and tried to empty the volume without luck and pulled the partially deployed valve into the ascending aorta. Imagery revealed the pre-existing stent migrated and was present over the valve preventing deployment. The case notes also revealed the s3 delivery system displacing the existing stent placed 5 years ago and dragging the stent from right common iliac to the distal aorta which then became entrapped over the crimped s3 valve. Procedural imagery showed the partially deployed valve that was located in the ascending aorta. The iliac stent likely caught on the proximal side of valve during delivery system insertion and maintained its position through valve deployment disallowing full valve deployment. As such, available information suggests that procedural factors interaction with stent likely contributed to the reported event. The complaint event was unable to be confirmed. Due to the unavailability of the device it cannot be determined if a manufacturing nonconformance has contributed to the reported event. No labeling IFU training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information received clarified a second tavr procedure was performed successfully on pod 5. Further intervention for the retained valve/stent is under evaluation. G3 updated and stated this report is related to medwatch number: (B)(4).

Event description:
Additional information received clarified a second tavr procedure was performed successfully on pod 5. Further intervention for the retained valve/stent is under evaluation.